Event description:
The patient had complaints of diaphragmatic stimulation when lying on his right side. Discomfort reproduced during lv capture threshold testing. At this time voltage and pulse width programming was adjusted. Patient seen in clinic by ep physician on (B)(6) 2013 and physician states in progress note that the patient is no longer experiencing diaphragmatic stimulation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.